Event description:
The complainant is the parent of a 16 year old insulin dependent diabetic. Parent indicated that child's blood sugars when tested with the elite system have been in the 89-115mg/dl range for the past several months. However, during a recent visit at child's physician child's hba1c results were 11.7, which typically correlates with blood glucose in the 230mg/dl range. Parent was concerned about the past readings and purchased a competitive system and began receiving results in the low 200 mg/dl range while the elite system consistently gave results in the low 100's mg/dl. The customer was not very cooperative in providing information relative to the serial number of the instrument and parent refused to trouble shoot the system. The customer did provide information relative to the lot number of reagent that is believed as being used during the "event" period. Reserve samples of this lot will be tested. For purposes of MDR this complaint is considered closed.